Event description:
Report received from USA stating the device did not function. The device was not used in surgery. It is unknown if surgical delay, injury, or medical intervention occurred. The date of the event is unknown. There is no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4) .